Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
T1 alarmed at power up and had a blank display. Staff were unable to silence until batteries were removed and reinstalled. It was all working fine after and the problem could bot be replicated. Customer also found bad power cord and questions if this alarm occurred due to dead batteries.